Event description:
Pt arrived to (B)(6) on morning of (B)(6) 2017 because his cadd pump became disconnected at some point overnight, unsure what time. He paused the infusion when he noticed the bag felt "damp." Upon inspection, there was an obvious accumulation of 5-fu on the cadd pump satchel which was disposed of in a chemo bag and placed into a chemo bin. Source of leak was found to be at the tubing proximal to the pump despite being reinforced by pt's rn the day prior. This is one of the 4 chemo leak events in 2 weeks.